Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-06806, 2134265-2013-06807. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during the procedure motor drive unit did not perform automatic pullback. No patient complications were reported and the patient's status is stable.

Event description:
Same case as: 2134265-2013-06806, 2134265-2013-06807. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during the procedure motor drive unit did not perform automatic pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the motor drive unit was received for evaluation with a missing pullback gear from the clutch assembly. Evaluation of the returned device revealed that cause of the failure is the missing pullback gear. Functional test was not performed because problem was confirmed by visual inspection. The batch number is unknown and the manufacturing records for the reported system could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).